Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
In the process of releasing the filter, the interventional department of wuyi hospital of traditional chinese medicine encountered resistance when pushing the filter to the patient's iliac position. The customer could not push the filter forward or back out after pushing it hard for several times, resulting in the fracture of the conveyor. After surgical incision, the conveyor and filter were taken out.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. After third notification, according to the customer device is unable to get returned, so the sample was not returned for evaluation, additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence this complaint could not be confirmed. The complaint was closed. No corrective required at this time. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time.

Event description:
In the process of releasing the filter, (B)(6) medicine encountered resistance when pushing the filter to the patient's iliac position. The customer could not push the filter forward or back out after pushing it hard for several times, resulting in the fracture of the conveyor. After surgical incision, the conveyor and filter were taken out.